Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that on the first rx vision selected for use, the stent fell off the balloon prior to use in the patient. On the second rx vision selected for use, the stent was noted to be loose on the balloon. Neither device was used on the patient. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).